Event description:
I bought 3 boxes of face masks for covid-19 protection on (B)(6) for more than (B)(6). The earloops of almost of the masks I got lost elasticity (more than 80%), which indicated those masks might manufactured in a long time ago. I tried to contact the seller for refund but they gave me a really hard time, such as asked me to check all the 150 masks I got (I do not know how I can still use the good ones after I touch and check them), and I recently checked (B)(6) and found this seller still listed on the website selling the same products. I want to report them and have them removed from any online shopping platform, so that there won't be more people paying such a high price for unqualified products. FDA safety report ID#: (B)(4).